Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. During trans-septal puncture (tsp), using a non-boston scientific (bsc) tsp needle, the physician struggled to maneuver the non-bsc tsp needle around the atrial lead which required many attempts. After adequate tsp, a watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device was deployed in the laa, however the device was too large and was recaptured. The physician switched to a 27mm watchman flx laa closure device which was successfully deployed in the laa. After the device was deployed, a circumferential pe was noted on echocardiogram. A pericardiocentesis was performed and the patient was monitored. The patient is reported to be stable. The physician believes the pe was related to the tsp as the blood pulled during the pericardiocentesis appeared de-oxygenated and venous in nature.